Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and drain was implanted. During the procedure, the suction did not activate. It is unknown whether the drain was clogged. There was no adverse patient consequence reported. Additional information has been requested.